Event description:
Overdelivery reported. The pump was set to infuse zantac 50mg intravenously in 100cc at 6cc/hr via the secondary line. The primary solution and rate were unspecified. It was noted at 6:30 am that after 3 3/4 hrs, the zantac container was empty. The customer states that it is assumed the pump alarmed when the source container was empty, no other alarms were reported. The zantac infusion was discontinued. No pt harm was reported. Customer sourse states "they used to give this drug over 20 mins as a bolus."